Event description:
It was reported the procedure was being performed on a (B)(6) male patient. During insertion the wire and catheter became kinked. As a result, another kit was used. See MDR 1036844-2014-00118 for the next kit used.

Manufacturer narrative:
(B)(4). The device will not be returned.